Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity, mild calcification and 95% stenosis located in the distal diagonal coronary artery. A 2.75 x 38 mm xience prime was advanced and implanted at the target lesion; however, a distal edge dissection occurred. A 2.25 x 15 mm xience prime was used to treat the dissection and complete the procedure. The patient is doing well. No additional information was provided.